Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she was in the process of changing her reservoir and when she rewound it and pressed the act button, she received a motor error alarm on the insulin pump. Customer's blood glucose is 179 mg/dl. The pump passed the displacement test. Customer stated that the pump was not dropped or bumped. Customer stated that the alarm occurred during the prime process and prime delivery. It was explained that the alarm may be caused by connection issues. Troubleshooting was performed and customer stated that the insulin exits successfully. Customer stated that the reservoirs were leaking where the second o-ring is located at the bottom of the reservoir. Customer stated that the reservoir and the o-ring look to be really loose. Customer got a new reservoir and filled it. Customer stated that the insulin did come out. Customer was advised to monitor the pump. Customer stated that she is working with her doctor on her low blood glucose.